Event description:
Report received from an abbott international affiliate (abbott-canada) which states, "tubing disconnected from the filter at the permanent joint-aim pump was in use with the tubing. No info was provided regarding pt involvement. The reporter stated that "failure of this product may compromise pt care now and or in the future." Further info states that the incident involved missed/delayed dose of antibiotics. No additional info was provided.